Event description:
It was reported that there was a possible pump pocket infection; the wound was opened, irrigated/cleaned, and the pocket was revised. It was unknown what led to the event; possible infection source. Cultures were sent, but the results were unknown. The pump remained implanted and in service, although the issue was not resolved. There was no allegation against the implanted system. The patient's status was reported as "alive - no injury." The pump was being used to infuse baclofen. No outcome was reported regarding this event. Additional information regarding the outcome, culture results, cause of the pump pocket infection could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11377r01, implanted: (B)(6) 2003, product type: catheter. (B)(4).